Event description:
While treating a pt with the model 3100a, the 3100a's audible alarm beeped 3 times and its oscillator ceased running. According to the user's medwatch report, "the child was immediately bag ventilated without harmful sequelae." The 3100a was reset and ran without problems following this event.